Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this brady lead was a case of an attempted implant in the deep septal due to unknown product performance issue. This lead was replaced with the same model and never in service. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch and after a several attempt of repositioning this lead, the physician opted to use another lead. Hence, a new lead was implanted with the same model. No adverse patient effects were reported.